Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer reported high blood glucose (bg) level of higher than 600mg/dl. Customer administered a manual injection to address high bg.